Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08219. It was reported that intermittent noise was observed on the patient's right ventricular channel. The patient reported an unrelated fall in the bathroom where they landed on their device. No patient symptoms were noted. The source of the noise was unknown. Programming changes were made. The patient was stable throughout.